Event description:
It was reported by the rep that the (1) tct75 device was used during a open appendectomy procedure. It was reported to the rep the surgeon couldn't move the firing trigger forward during an open appendectomy. They didn't try a new reload before they opened a new stapler. The questionable tct75 was removed from the field. It is unknown how the case was completed.